Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy that was not resolved with reprogramming. Diagnostics indicate that the leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 where the leads were replaced to address the issue.

Manufacturer narrative:
Correction: d6b explant date: (B)(6) 2026.